Event description:
User experiencing occasional discrepant results for about a month. Only the following example was provided, which occurred on (B)(6) 2007: initial creatinine result 3.3 mg/dl. Same sample repeated gave result of 1.8 mg/dl. Same sample repeated on a different instrument, same method, gave result of 1.6 mg/dl. A new sample from the same patient was also tested and recovered 1.6 mg/dl. Initial result was reported, patient not adversely affected. The field service representative performed maintenance and performance check tests which were within specification.